Event description:
Stryker medical was notified of a potentially reportable complaint involving a product for which stryker is not the original equipment manufacturer of the reported device. The customer alleged a manufacturer tracer sx5 wheelchair, serial number (B)(6) with reduced brake force. Please find additional contact information below. (B)(6) medical center (B)(6). (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).